Event description:
Two patient samples with thyroid panel results, which do not fit the patient's clinical picture. Pt 2: free t4 = 34.8 pmol/l; tsh = 0.85 mu/l and free t3 = 8.7 pmol/l. If additional info is received, appropriate notification will be provided.

Event description:
Two pt samples with thyroid panel results, which do not fit the pt's clinical picture. Pt 1: free t4 = 26.1 pmol/l; tsh = 3.3 mu/l and free t3 = 7.5 pmol/l. If additional info is received, appropriate notification will be provided.